Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device inclusions comes up with "check the plunger/clutch". This happened while testing, there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported issue. The device was received with the right plunger case cracked. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "check clutch/plunger lever error" message. To further investigate, an occlusion test was performed. Customer problem was not duplicated. The clutch half's left and right leadscrew and spring were replaced as a preventative measures.